Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the system operating as intended. The customer rep told the ge fse that the on/off pushbutton on the back of the table had been accidentally pressed, causing the problem. The system operates as intended.